Event description:
It was reported that the patient wasn¿t getting adequate therapy. A roller study was done along with a revision on the distal end of the catheter. The pump was delivering fentanyl and bupivacaine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).